Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to infection. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2012.